Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. The log file for procedure date of (B)(6) 2020 was reviewed by outset personnel and concluded events to be consistent with access issues. There was no indication that the device malfunctioned based on log file evaluations and this event is believed to be related to use error. The device was functioning as intended post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that there was a high venous pressure alarm during home user treatment. Treatment was ended and blood loss was estimated to be 240 ml. Treatment was restarted, and the high venous pressure alarm occurred and forced to end treatment again. Caregiver infiltrated patient's fistula, and due to clotted blood, there was another 240 ml blood loss. Total combined blood loss for this patient was estimated to be 480 ml. Per caregiver, patient's physician said that it is alright to continue as long as the patient is tolerating it well and his arm is not hurting. Caregiver also mentioned that the alarm was sometimes sending the machine into bypass, extending treatment, or ending treatment as it did for this event.